Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump delivered a 75 unit bolus without user input. Customer's blood glucose (bg) monitor indicated bg was low and customer had a seizure. Ambulance was called. After seizure, bg was 19 mg/dl. Customer was treated with intravenous glucose and as customer was postictal after seizure, customer was admitted to the hospital for over 24 hours for monitoring. Contact reported pump date was incorrect; cause was not provided. At time of report, no additional information was provided regarding this event.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.